Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user/facility medwatch# 5073192 that guide wire tip detachment occurred. The target lesion was located in the right superficial femoral artery. A 300cm tip v-14¿ controlwire® guide wire was advanced to the lesion. Upon removal of the wire from the lower extremity, it was noted that the guide wire was no longer intact and the tip remained lodged in the artery. The detached tip was found on the imaging studies. The physician decided to continue with the procedure and leave the tip of the catheter in the artery. The procedure was completed with this device. No patient complications were reported and the patient was discharged home.